Event description:
Hcp reported on "crf" new illness, injury, condition possible sepsis. The patient was hospitalized. Intrathecal therapy was stopped. The patient was given rocephin, tecquin and vancomycin. The event is ongoing with sequelae.